Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 50 year old male patient presenting for myocarditis. While on impella support, the patient experienced hemolysis. As treatment, a blood transfusion was performed. The patient was later weaned from the device and the impella was explanted after six days of use without issue.